Event description:
It was reported to medtronic neurosurgery that the patient¿s implanted device malfunctioned when they walked through a metal detector on the event date.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Although the reported event stated that the product malfunctioned, no information has been received as to the nature of the malfunction. All valves are 100% tested at the time of manufacture. It was later reported that the patient¿s physician performed a revision of the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.